Manufacturer narrative:
Subsequently, the electrode was repositioned. Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection at the xiphoid and device pocket incisions. The patient was placed on antibiotics and steristrips were placed. It was also noted that the electrode tip had migrated at the sternum. The vector was reprogrammed due to the electrode tip location. No additional adverse patient effects were reported.